Event description:
It is reported that the pt was revised for post-operative wound drainage as well as irrigation and debridement of the skin, subcutaneous tissue, and a deep fascia of the right knee with polyethylene liner exchange.

Manufacturer narrative:
Eval summary: revision surgery notes dated (B)(6) 2015 were provided for review. No complications were noted. Operative notes dated (B)(6) 2014 indicated irrigation and debridement of skin, subcutaneous tissue and deep fascia of the right knee with polyethylene liner exchange. It was noted that the entire wound was debrided mechanically with lap tapes, curettes and rongeurs. The wound was copiously irrigated with pulsatile lavage. After several cycles of debridement and lavage, the replacement polyethylene liner was brought in the field and was snapped into place under direct vision. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. Eval codes: device history records were reviewed and found conforming. There are no complaints with the reported issue for the product/lot combination for the articular surface component. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.